Manufacturer narrative:
One tacticath¿ contact force ablation catheter, sensor enabled was received for investigation. Short circuits between tct and tc2, between tct and pins 13, 14, and 15, and between tc2 and pins 13, 14, and 15 were detected. The cause of the short circuits is consistent with a folded eeprom. Since log files were created for the event and the procedure was completed with no error messages reported, the cause of the folded flex circuit and resulting cracks are consistent with damage following the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of an event observed during analysis confirming a short circuit.